Manufacturer narrative:
The reported incidents were confirmed via log analysis (although it was not the pcu which shut off as reported); however, the incidents were not able to be replicated. Physical inspection showed the left iui connector was damaged at the weld joints that secure the body contact to the body bracket. A few pins were noted with some contamination. Analysis of the pcu event log shows that the pump module was performing a basic infusion at 2ml/hr. It was recorded as having been removed and quickly reconnected twice within 12 minutes. Each removal induced a ¿channel disconnected¿ error on the pcu which was confirmed by the user. Functional testing including physical manipulation failed to replicate the channel. Disconnects. The root cause was not determined.

Event description:
The customer reported that during infusions of IV fluid and heparin, the pc unit shut off unexpectedly. The system was restarted and the same event occurred a second time shortly thereafter. The user obtained new devices to continue the infusions. No patient harm was reported due to the event.